Manufacturer narrative:
Additional information : one (1) actual sample was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing including leak and clear passage testing were performed with no issues noted. The reported condition was not verified on the returned sample. No additional samples were available for evaluation; therefore no further testing could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) amia cassette were leaking from an unspecified location. This occurred during set-up for peritoneal dialysis therapy. The patient started over with new supplies to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.